Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet bionic pancreas, with approximately 45 percent time-in-range very high and concurrent use of both an insulin pen and the pump, frequent ilet pauses, incomplete setup on a replacement pump, and infusion set use. Blood glucose (bg) during the call was 245 mg/dl. Symptoms included hyperglycemia. Outcomes included no hospitalization and no reported injuries. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper setup and failure to follow instructions, consistent with an improper or incorrect procedure or method; no component-specific problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error due to failure to follow instructions and improper setup.